Manufacturer narrative:
The reported events were lead dislodgement, helix being bent, and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/ tissue. The reported event of helix being bent was confirmed. X-ray examination found the helix was stretched/bent consistent with procedural damage. The helix mechanism/ extension length test was not performed due to damaged helix. The cause of the reported event of being bent was due to helix being stretched/bent consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during procedure, loss of capture and dislodgment in the right ventricle (rv) were noted. Fluoroscopy confirmed the dislodgment. The lead was inspected outside the body, and the helix appeared to be bent. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient's condition remained stable throughout the procedure.